Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while in the basic input/output system (bios), the staff monitor kept going white after a short while. There was no patient involvement. Troubleshooting was performed, exiting the bios did not resolve the issue. The field representative (rep) restarted the issue, which made the monitor resume functionality. However, the rep had to go back into the bios screen which made the white monitor come back. The rep rebooted again, which resolved the issue again. Technical services (ts) had them go in the application and move around in the software for about 3 minutes to see if the white screen would return, but it wouldn't. Issue resolved on call.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733622, serial/lot #: -, ubd: , UDI#: h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.